Event description:
It was reported that an insulin pump was no longer working as the screen would not turn on. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.